Event description:
A materials manager reported that during a cataract extraction with an intraocular lens (iol) implant procedure, they found smudged lens and it was removed by irrigation and aspiration. Additional information was received stating the lens was explanted.

Manufacturer narrative:
The used company cartridge was not returned. The pouch back was returned with same lot#. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated. The handpiece indicated is not the qualified handpiece for company lenses. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. A non-qualified viscoelastic and handpiece combination was indicated. Per the instructions for use (IFU): the company intraocular lens delivery system is for implantation of qualified company foldable intraocular lenses. No unqualified lenses should be used with the company intraocular lens delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable intraocular lenses. Company foldable intraocular lenses are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens and potential complications during the implantation process. The instructions for use (IFU) also instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ophthalmic viscosurgical devices (ovd) in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscosurgical devices (ovd), which may result in damage. Follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in intraocular lens damage. Instructions for use (IFU) note: during lens loading and insertion, do not allow the company trifocal intraocular lens to remain in a folded condition within the selected intraocular lens delivery system for more than 3 minutes prior to completing insertion into the capsular bag. There has been three another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).